Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was found to have exposed wires. The procedure was completing as planned with no reported injury. On 05/06/2026, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: fenestrated bipolar wires became exposed while being used during dissection within patient.

Manufacturer narrative:
Correction(s): field e4. Initial reporter sent to FDA was updated to yes. G2. Report source was updated to health professional/user facility.

Event description:
Refer to h11 for follow-up information.